Event description:
It was reported that the patient¿s guardian requested replacement infusion supplies after five infusion sets were used during two consecutive site changes due to incorrect deployment and difficulty attaching the connector or adapter. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no hospitalization, and shipment of replacement supplies. Investigation included a review of user-reported handling and use of infusion sets and connectors. Investigation of this case revealed user technique issues related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling error was the most likely cause.